Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 12/28/2010 and 01/14/2011 by mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported problems loading an intraocular lens (iol). As a result of the loading problems, the iol was scratched. The iol did make contact with the pt's eye, but pt impact remains unk. Add'l info has been requested.